Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at time of incident was 105 mg/dl and the current blood glucose was 430 mg/dl. The customer was treated with bolus. The customer also stated that the drive support cap appears normal (slightly indented). The customer declined troubleshooting. The insulin pump will not be returned for analysis.